Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy megatron was advanced to the target lesion, but was not able to cross the lesion. During withdrawal of the device, a strut protrusion was noted. No patient complications were reported in relation to this event.